Event description:
This rv lead was implanted on (B)(6) 2005 and was explanted on (B)(6) 2016 due to malfunction. The physician was dr. Mahmoud houmsse at wexner medical center at the ohio state university in columbus, oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).